Event description:
A pt reported experiencing inaccurate erratic results with a one touch profile meter. The pt's blood glucose results were 190 and 140mg/dl. Tests were done 11-20 mins apart. No further info has been reported.